Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was exhibiting loss of capture on the right ventricular (rv) channel with led to a period of asystole of greater than two seconds. Testing of the rv lead did not create any oversensing noise or significant changes in impedance measurements. Surgical intervention was performed and the rv lead was abandoned and replaced. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.